Manufacturer narrative:
The ventilator was was investigated by our field service engineer on-site. The nozzle units was identified defective and in need of replacement. The replaced nozzle units has not been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).